Event description:
Pt wears an animas ir 1200. Pt has not replaced the batteries since the initial start 2 mos ago. The battery compartment and o-ring were intact. Pt went swimming and pump alarmed and turned off. Pump was filled with water and appeared in the screen. The pump is marketed as waterproof. Pt was on vacation and required immediate attention. Prescription called in for insulin and syringes.